Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostic mobile programmer application failed to program the patients implanted device on. The user indicates the patient will return to the clinic to resolve the issue. The current status of the device remains in use. No patient complications have been reported as a result of this event. It was reported that the remote monitor had missed daily wireless audits (dwa). It was found out that the device appeared not to have been programmed on. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.